Event description:
Alaris channel keeps beeping, reading "air in line". No air present in tubing, removed from service. Dose of amount: versed; frequency: continuous - titrate; route: IV. Diagnosis or reason for use: acute stroke, multi-system failure.